Event description:
It was reported that the patient had been to urgent care with hyperglycemia. The patient's blood glucose levels reached between 300 mg/dl to 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, stomach cramping, pain, fever and headache. There was blood at the cannula but there was no bleeding around the infusion site. The patient was treated with an insulin shot. The patient was discharged the same day. The pod was removed and as treatment, a new pod was applied when the patient got home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone16.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.